Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary pyxis was not turning on and screen black. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer found that auxiliary half height drawer 7.2 drawer board faulty d501 diode faulty. The fse replaced the drawer board and ran hardware test application (hta). Proactive maintenance was performed. All drawers and slides were tested to ensure proper functionality, the top cover was opened to check connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.